Manufacturer narrative:
Citation: ruggiero, r m.d. Transcatheter aortic valve implantation for severe pure aortic regurgitation due to active aortitis. Catheterization and cardiovascular interventions. 2021. 07:950-954 doi: 10.1002/ccd.29249. Earliest date of publish used for date of event.. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with aortitis and severe aortic regurgitation who underwent the implant of a medtronic transcatheter aortic valve. No serial numbers were provided. Prior to the implant the annulus was sized for a 29 mm, but due to lack of aortic calcification and concern of malpositioning, a 34 mm was implanted. During the implant, the 34 mm valve dislodged towards the ventricle. Subsequently, a second valve was implanted in a higher position with residual mild central regurgitation. No additional adverse patient effects were reported.